Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete event and patient information.

Event description:
It was reported the device is slated to be removed. Reason for removal was not provided to the manufacturer.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient's device never provided effective therapy. In turn, surgical intervention was undertaken wherein the entire system was explanted.